Event description:
Overdelivery reported. Medwatch report received from the user facility states: "i.v. Nitroglycerin 100mg in 250cc distilled water at 200mcg/hr. Pump was set at 30cc/hr. A second nurse verified setting during treatment. The 250cc bottle was hung at 2:00am and finished at 5:00am. Nurse noted pump setting was 30cc/hr. Despite apparently receiving 250cc in 3 hrs, pt was pain free and did not experience drop in blood pressure." Customer clinical engineering report they could not duplicate the reported event.